Manufacturer narrative:
(B)(4). The biomedical engineer did not follow the safety instructions for removing the table motor. The brilliance pt support repair and replacement manual section 15 has the following warnings: 15-2: "warning: install the vertical safety support brace whenever personnel are working under the table. Failure to do so may result in personnel injury or death"; 15-8: "warning make sure that the vertical safety support is correctly installed before removing the vertical drive motor to prevent the support top from dropping. When the vertical motor is removed, the pt support vertical drive is uncontrolled and free to fall quickly. Failure to comply may result in serious injury or death to service personnel." The biomedical engineer was trained and made aware of the usage of vertical safety support as conveyed to the philips field service engineer. There were no serious injuries to the biomedical engineer from this incident.

Event description:
(B)(6) reported a minor injury to a site biomedical engineer who was attempting to remove the table motor from a brilliance 16 CT scanner. The system is serviced by the hospital's biomedical engineers. Two biomedical engineers belonging to (B)(6) were working to remove the table motor from the brilliance 16 scanner. One was on the side, loosening the motor bolts using extension tools. These kept his hands mostly out of the couch. The other one was working at end of the table, reaching in, to pull the motor when it was free. As the bolts were about out, the couch dropped. During the fall, the motor cocked at 45 degrees and the couch fell on it, preventing it from falling all the way to the bottom of travel thus preventing any serious injury to the site biomedical engineer. The injured biomedical engineer was taken to the ER and was later released with no major lacerations or cuts. Later during a conversation with a philips engineer, the biomedical engineer admitted that they had not used the safety bar while working on the couch.